Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019 during an implant after connecting the leads to the device, rf telemetry would not work. When trying to use the wand, the device went into backup vvi mode. The device was replaced and not implanted. The patient was recovering.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was caused by a power on reset (por) while the device was being implanted. Device firmware was reloaded and found to operate normal. The cause of the power on reset was not reproduced during environmental and stress testing. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.